Event description:
A (B)(6) male patient underwent femoral cannulation. Thrombo and removal of the catheter. Recannulation. Per customer's translated email: what they are stating ((B)(6)) is after the insertion of the radial catheter 3.0 fr 5 cm, they noticed changes in the area of insertion indicating signs of thrombi and that in various occasion the catheter has to be changed. The heparin doses was verified and it was determined that everything else was in order. There has not been any major complications with the patient, but the patients are infants and we would like to avoid any future complication. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence; however the patient required recannulation.

Manufacturer narrative:
(B)(4) - (changes in the insertion site). No product was returned to assist in the investigation. Per quality control specification, for final inspection of central venous catheter [soft catheter pressure monitoring] the tubing is inspected, confirming to be smooth, clean and free of damage. In addition, there is a manual inspection of the fittings. There is also confirmation of the length, the transition between the inner catheter and the catheter, confirming the lumen is open and that the endhole is the correct size and free of splits or nicks and has a smooth transition with the wire guide. Catheter is 100% checked for lumen patency. Without the actual complaint device, it is not feasible to say why the failure mode was experienced. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Risk assessment was used to evaluate the risk, which concluded that risk is insufficient to warrant corrective action at this time.